Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number: (B)(4). At 10:13 a.m., a sample from the patient was tested using the meter, resulting in a value of 6.1 inr. Within 4 hours of the meter test, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 2.3 inr. No dosage changes to the patient were made based on the meter value of 6.1 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing interval is weekly.

Manufacturer narrative:
The customer's test strips have been used up and were no longer available to provide for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field initial reporter occupation. The occupation is patient/consumer.

Manufacturer narrative:
The customer's meter was returned for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.8 inr; qc 2: 2.8 inr; qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.